Manufacturer narrative:
Internal reference number: (B)(4). Revoked asr exemption number e1997036 '"report late due to asr to individual reporting transition"'. Nobel biocare is both the manufacturer and importer and no report from the importer to the manufacturer is needed.

Event description:
Implant failed and remove due to deformation.